Manufacturer narrative:
Additional information was received indicating the lead was retained by the hospital and later discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. It was determined via x-ray and fluoroscopic evaluation that the lead had fractured. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.